Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a "low vacuum" alarm. The iabp was removed from use. There was no patient harm or injury and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The smt evaluated the iabp unit and was able to verify the low vacuum alarm at high rates. The stm ordered parts then returned at a later date to install the drive manifold. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a "low vacuum" alarm. The iabp was removed from use. There was no patient harm or injury and no adverse event was reported.